Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump had pump error alarms. The customer¿s blood glucose level was 407 mg/dl also had 220 mg/dl. Troubleshoot was performed and the customer stated that pump error had occurred. Customer is able to complete pump rewind and error table does not indicate the pump should be replaced. Self test was performed and the test was passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.